Event description:
The customer tested her blood glucose using the contour meter and received a reading of 44 mg/dl. She also tested with the elite meter and received a reading of 200 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.